Event description:
Upon investigation the monitor displayed a service code 110 (over voltage cleared no energy).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code ) was confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 110. The cause for the failure was isolated to a shorted c10 capacitor which damaged the l1 component on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.